Event description:
It was reported that this right atrial (ra) lead incurred insulation damage. An x-ray was performed and sheath damaged was confirmed. Moreover, this lead exhibited decreased in pacing impedance. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead incurred insulation damage. An x-ray was performed and sheath damaged was confirmed. Moreover, this lead exhibited decreased in pacing impedance. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead had impedance of 200 ohms or less.

Manufacturer narrative:
Revision to b5 describe event or problem and tab e initial reporter. This supplemental report has been created to capture additional information and information correction.

Manufacturer narrative:
Revision to b5 describe event or problem and tab e initial reporter. This supplemental report has been created to capture additional information and information correction. Revision to fields f10 and h6 impact codes (3). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead incurred insulation damage. An x-ray was performed and sheath damaged was confirmed. Moreover, this lead exhibited decreased in pacing impedance. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead had impedance of 200 ohms or less.

Manufacturer narrative:
Revision to b5 describe event or problem and tab e initial reporter. This supplemental report has been created to capture additional information and information correction. Revision to fields f10 and h6 impact codes (3). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead incurred insulation damage. An x-ray was performed and sheath damaged was confirmed. Moreover, this lead exhibited decreased in pacing impedance. Subsequently, this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead had impedance of 200 ohms or less. Additional information was received indicating that this ra lead was explanted. No additional adverse patient effects were reported.